Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), abdominal pain lower ("lower abdominal pain and cramping"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient (gravida 8, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)". The patient's past medical history included spontaneous abortion. Concomitant products included estradiol cipionate (depo-estradiol) and nuvaring from 2009 to 2012 for birth control. In august 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced nausea ("nausea,"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual flow and cramping") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("upper and lower abdominal pain"), menorrhagia ("severe menstrual flow and cramping"), adnexa uteri pain ("ovarian pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on march-2014, plaintiff underwent a surgery to remove the essure device) and surgery (on march-2014, plaintiff underwent a surgery to remove the essure device). Essure was removed in march 2014. At the time of the report, the pelvic pain, abortion spontaneous, genital haemorrhage, adnexa uteri pain, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal haemorrhage and fatigue outcome was unknown and the abdominal pain lower, intra-abdominal haemorrhage, pregnancy with contraceptive device, abdominal pain, menorrhagia and dysmenorrhoea was resolving. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, adnexa uteri pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received : the events hormonal changes, abnormal bleeding (general), pregnancy (stillbirth or miscarriage), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, failure to occlude (close) fallopian tube(s), fatigue added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,"), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("lower abdominal pain and cramping"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), pregnancy with contraceptive device ("pregnancy") and stillbirth ("pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)". The patient's medical history included spontaneous abortion and low birth weight baby. Concomitant products included estradiol cipionate (depo-estradiol) and ethinylestradiol;etonogestrel (nuvaring) from 2009 to 2012 for birth control. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and mood swings ("hormonal changes describe: severe mood swing") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient experienced nausea ("nausea,"). On(B)(6) 2014, the patient experienced stillbirth (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual flow and cramping") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("upper and lower abdominal pain"), menorrhagia ("severe menstrual flow and cramping"), adnexa uteri pain ("ovarian pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and dizziness ("dizzy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent a surgery to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, stillbirth, adnexa uteri pain, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal haemorrhage, fatigue, mood swings and dizziness outcome was unknown and the abdominal pain lower, intra-abdominal haemorrhage, pregnancy with contraceptive device, abdominal pain, menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- severe mood swing, dizzy. Medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancy"), abdominal pain upper ("upper and lower abdominal pain"), menorrhagia ("severe menstrual flow and cramping") and dysmenorrhoea ("severe menstrual flow and cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent a surgery to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, pregnancy with contraceptive device, abdominal pain upper, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, intra-abdominal haemorrhage, menorrhagia and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.